Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that while this patient underwent a procedure, this right atrial (ra) lead was knocked out of place by an ablation catheter. This lead was attempted to be repositioned but patient anatomy difficult the attempt, so this lead was extracted and a different lead was successfully implanted instead. No additional patient effects were reported. The device has been returned and is pending analysis. The device has been analyzed.

Event description:
It was reported that while this patient underwent a procedure, this right atrial (ra) lead was knocked out of place by an ablation catheter. This lead was attempted to be repositioned but patient anatomy difficult the attempt, so this lead was extracted and a different lead was successfully implanted instead. No additional patient effects were reported. The device has been returned and is pending analysis.

Manufacturer narrative:
Amendment. Corrected fields: h6 device codes.

Event description:
It was reported that while this patient underwent a procedure, this right atrial (ra) lead was knocked out of place by an ablation catheter. This lead was attempted to be repositioned but patient anatomy difficulted the attempt, so this lead was extracted and a different lead was successfully implanted instead. No additional patient effects were reported.